Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial (B)(4)) prompted error code "tcmid:05" (coolant diif failure). Another thermogard ivtm system was used to complete the ivtm therapy. No known impact or consequence to patient information was reported.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4) displaying error "tcm ID:05" (coolant diff failure) message was confirmed during initial functional test and event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported error was due to a damaged lm 34a/b temperature sensor probe as a result of an aging device. The thermogard ivtm system was manufactured in january 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. No physical damage was observed on the thermogard ivtm system during visual inspection. During archive review, tcm ID:05 was identified on the event date. Thus, confirming the reported complaint. Initial functional testing failed due to error message "tcm ID:05". To remedy "tcm ID:05", the lm 34a/b temperature sensor assembly rj45 was replaced. After parts replacements, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).